Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. On an unknown date the patient was diagnosed with the hernia after the start of pd therapy. The location of the hernia was unknown. It was reported the hernia worsened with pd therapy. Six days prior to receipt of this report the patient underwent hernia surgery repair as treatment for the hernia. The patient was admitted and discharged the same day of the repair. At the time of this report the patient was recovering from this hernia event. Pd therapy was discontinued and hemodialysis therapy was started; however, the patient will return to pd after the patient is fully recovered from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.